Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e sbf2314c103e, serial/lot #: (B)(6), ubd: 12-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that approximately 7 months after the index procedure, the patient presented emergently with abdominal pain. It was identified that the left limb etlw1610c93e was thrombosed with no outflow. It was confirmed that the occlusion went all up to the main body flow divider. Intervention was performed the next day where the limb was de-clotted using non- medtronic catheters.  The limb was then  re-lined with another limb 16x10x93 limb and two 9x39 bare metal stents were placed at the aortic bifurcation. Flow was restored to left iliac limb. Per the physician, the cause of the occlusion was anatomy related, which was causing the right iliac limb to compress the left iliac limb  reducing the flow lumen diameter and outflow. No additional sequela were reported and the patient is fine.